Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, to discuss the quality of the ap waveform on her iabp. User explained that the ap waveform appears damped and she has flushed in standby the inner lumen. After a short time of discussion, user stated she has to go and will call back but never got the call. The esp personel tried reaching her later after 1 hour but was unsuccessful. No harm or injury reported.